Event description:
It was reported to boston scientific corporation that an advanix biliary pigtail stent was used during an endoscopic sphincterotomy (est) and stent deployment procedure for stone removal in the common bile duct. The procedure occurred in a two-week span prior to (B)(6) 2013 but the exact procedure and event dates are unknown. According to the complainant, during the procedure, the physician placed the end of the pig tail stent in the biliary tree and the procedure was completed without any problems. There were no issues with the device during placement. However, on an unknown date after this procedure, they repeated the same procedure to remove more stones and noticed that the deployed stent had migrated from the bile duct. They checked under fluoroscopic guidance and the device was not found. According to the physician, the stent had migrated by itself and was excreted spontaneously. The procedure was completed with no patient complications and no injury to the patient.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4) for the reported event of stent migration. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.